Event description:
It was reported that the low insulin alert intermittently did not enunciate as anticipated. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.